Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) channel. Further review of the device memory showed that the rv pacing impedance had occasionally been low and out of range below 200 ohms. Additionally, the rv shock impedance had steadily increased. A revision procedure was performed. The rv lead was surgically abandoned and this ICD was explanted and discarded. No additional adverse patient effects were reported. Additional information was received that indicated the patient is not dependent on rv pacing.